Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 4.1 and 4.2 had failed. A field service engineer removed the back panel and inspected the controller board bus lights, noticing that the lights for drawer 4.2 were flashing. The drawer below, a full-height double matrix bin, had fluid bags obstructing the drawer above, causing it to fail and not be detected on the bus. All connections were reseated. Large amounts of debris were removed from the device. The bus wire connections were inspected for cut marks and reseated. No further issues were found with the device. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawers 4.1 and 4.2 failed and cannot recover storage space. Also, device not detected, nurse unable to access multiple medications needed for patients. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.